Event description:
Additional information received from the author reported that the device had been interrogated with the programming unit; electrical impedance was found to be consistent with a lead break. No other troubleshooting specifics were provided. The breakage event was resolved by the replacement of the broken component. The author was unable to provide additional information regarding clinical data (dates, device information) other than what was previously reported in the publication.

Manufacturer narrative:
Date of event: please note that this date is based off the date of publication of the article as the actual event date was not provided. Section d information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mason, m.d., stephany, h.a., casella, d.p., clayton, d.b., tanaka, s.t., thomas, j.c., adams, m.c., brock, j.w., pope, j.c. Prospective evaluation of sacral neuromodulation in children: outcomes and urodynamic predictors of success. The journal of urology. 2016.195(4 pt 2):1239-1244. Doi: 10.1016/j.juro.2015.11.034 summary: sacral neuromodulation has been demonstrated to improve refractory bowel bladder dysfunction in children. The purpose of the current study was to determine whether results are durable in children after longer followup, whether children with a lower body mass index are at risk for device failure and whether pretreatment urodynamic evaluation can predict posttreatment outcome. Reported events: one (B)(6) female patient with sacral neuromodulation (snm) for bowel bladder dysfunction had the lead break after falling on the device 10 months after implant. Lead breakage presented as a return of symptoms. Subsequent interrogation of the device revealed elevated electrical impedance. The patient elected for replacement of the necessary components for device function at reoperation, as opposed to explant, due to satisfaction with the treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.